Manufacturer narrative:
H6: neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a helath care provider via manufacture representative regarding a patient having open l4-s2 fusion doing a s2 ai screw. It was reported that screw drivers tips were broken advancing a pelvic screw. There was no patient symptom reported. There were no further complications reported regarding the event. Additional information was received from the manufacturer representative stating that the procedure involved was a l4-s2 fusion for sacral fracture. The screw drivers fracturing had no patient impact, however the 10.5x110mm screw head fractured off of the shank as well and did leave a patient impact. The broken screw shank was left implanted inside of the patient with no way to explant it.